Event description:
It was reported to philips healthcare that the device had a red x, chirp, and device error service required message, along with ECG bias errors in the device logs. The device displayed an ECG equip malfunction inop message. There was no reported pt involvement or negative pt impact.

Manufacturer narrative:
Pr# (B)(4).